Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent inaccurate fill estimates. The reported event did not impact the customer's blood glucose (bg) level; however, the customer stated that their bg level was 220 mg/dl earlier in the morning and the suspected cause was unknown. The customer administered a bolus. Reportedly, the customer loaded a cartridge successfully.